Event description:
According to the reporter: during the laparoscopic procedure and after using 10 loads, the surgeon asked for a vascular staple load which misfired. The staple line did not hold and half of the staple line opened, resulting in acute bleeding, which required conversion of the laparoscopic procedure to an open procedure. The pt required multiple units of blood products, had to remain intubated and was transferred to the ICU post-procedure.

Manufacturer narrative:
(B)(4).